Manufacturer narrative:
The field service engineer (fse) did not find any signs of contamination on the cartridge or main pump tubing. The affected cassette was requested for investigation but the customer has already discarded it. The calibration data provided only covered the time period of (B)(6) 2021 to (B)(6) 2021. This time period only covered patient a. The calibration data did not indicate any issues. The alleged measurement on (B)(6) 2021 at 23:32 for patient a showed declining sampling curves for both glucose and lactate. This explains the low measured value of 0.68 mmol/l. The investigation determined that there was no correlation found between patient ID and declining signals. There was also no obvious correlation found between arterial blood gas parameters and hematocrit. A review of the qc revealed that 2 out of 30 or 7% qc measurements showed decreasing signal curves. Both glucose and lactate were affected at the same time. A tubing set was received for investigation. The tubings showed significant visible and microscopic signs of wear. Qc and blood measurements were performed with each of the alleged tubings and the previously installed tubing. The issue of declining sampling curves could not be reproduced. All qc and blood measurements were in range and did not show a significant difference between the two sets of tubings and the investigation tubings. The investigation did not identify a product problem.

Manufacturer narrative:
The event was reviewed by a roche physician who concluded that the information provided does not reasonably suggest the contribution of the device to the death due to the following: the patient was in cardiac arrest prior to the samples being taken. It was confirmed with the customer that the treatment of glucose 50% did not affect the patient. Glucose levels reached after the administration of glucose 50% are hyperglycemic, but not life threatening. Lactate values do not trigger immediate actions during resuscitation. The field service engineer (fse) noted that the tubing of the main pump was flat. He changed all the tubings and performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter alleged that they received questionable results for 3 patients tested on a cobas b 221<6>=roche omni s6 system. The reporter was able to provide three examples of discrepant results: patient (B)(6) had an initial glucose result of 0.68 mmol/l from a venous blood specimen on (B)(6) 2021 at 10:36 pm. The repeat result from an "accuchek inform" meter at 10:46 pm was 6.5 mmol/l. The repeat result from the analyzer at 11:32 pm from an arterial blood specimen was 0.68 mmol/l. Patient (B)(6) had an initial glucose result of 5.52 mmol/l from a venous blood specimen on (B)(6) 2021 at 11:55 pm. The repeat result from the analyzer on (B)(6) 2021 at 12:26 am from an arterial blood specimen was 1.20 mmol/l. The repeat result from an "accuchek inform" meter at 12:41 am was 5.1 mmol/l. The initial po2 result at 11:55 pm was 6.55. The repeat result on (B)(6) 2021 at 12:26 am was 13.77. Patient (B)(6) had an initial glucose result of 0.66 mmol/l on (B)(6) 2021 at 3:11 pm. After this result, the patient was treated with 50ml of 50% glucose. The result at 3:22 pm was 16.67 mmol/l. The repeat result from an unspecified instrument at 3:37 pm was 23.9 mmol/l. The initial lactate result at 3:11 pm was 0.61 mmol/l. The repeat result at 3:22 pm was 12.3 mmol/l. The glucose, po2 and lactate cartridge lot numbers and expiration dates were requested, but not provided.